Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was explanted and replaced with a different manufacturer's device, due to ineffective stimulation. That is the information available.